Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages, adjust belt or check belt messages, and had a damaged te pad.

Manufacturer narrative:
Device evaluation of electrode has been completed. The reported problem (check therapy pad messages, damaged te pad, adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause was isolated to an open pulse wire . The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.